Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device pacemaker check due to no capture on the ventricular lead. A decision was made to re-implant the ventricular lead. During the procedure the lead was relocated to a different position. After repositioning the lead, several attempts were made to extend the helix and fixate the lead without success. R waves and impedance values were inadequate in this area without stimulation. A third location was attempted, the helix was extended successfully after several attempts but the impedance was high. The lead was replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.